Event description:
The customer reported that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 140 mg/dl. Blood glucose level at the time of the call was 56 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms or display ramping on its own noted during testing. The following cosmetic damage was noted on the device: cracked case at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.